Manufacturer narrative:
Event date is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient was twiddling the ipg causing discomfort at the ipg site. In turn, surgical intervention took place wherein the ipg was explanted and a new ipg was implanted in a new location addressing the issue.

Manufacturer narrative:
The reported event for ipg flipping in the pocket was not confirmed. This issue cannot be confirmed with product analysis.the ipg was functionally tested and passed all testing. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.